Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have grip input disk #6 completely detached. Additional observation found unrelated to the reported complaint included: the instrument was found to have thermal damage to the tube extension. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, one of the disc of the monopolar curved scissors (mcs) instrument fell off. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05-nov-2024: there was no thermal damage nor arcing observed during the procedure.